Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient had their ipg explanted and replaced.

Event description:
It was reported that the patient's ipg was approaching end of life. It is unknown if the device had prematurely depleted.

Manufacturer narrative:
Date of event is estimated.